Event description:
It was reported that during the inspection, the driving the valve group of the cs100 intra-aortic balloon pump (iabp) unit goes beyond the range specified by the factory will cause alarms such as inflation failure. There was no patient injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI)#. A getinge field service engineer (fse) confirmed the reported issue and informed the customer that the spare parts need to be replaced. The equipment is currently unusable. It can only be used after the replacement test meets the factory requirements. Customer did not approve the quotation and not agree to the repair.